Manufacturer narrative:
The insulin pump was received with all operating current within specification and passed functional testing including self-test, a21 error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No excessive no delivery alarm during our testing. No excessive no delivery alarm during our testing. The insulin pump had minor scratched lcd window, cracked lcd window, cracked case at the display window corners, cracked battery tube threads, cracked reservoir tube lip and missing the end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that his insulin pump alarms no delivery randomly during bolus or basal delivery. The patient's current blood glucose was 465 mg/dl. Troubleshooting was declined as the customer troubleshot the issue multiple times. The customer had tried all remedies in order to fix the issue. The insulin pump was returned and replaced.